Event description:
Event occurred several days. Vent would shut off without warning, happened on internal battery, on external battery and while on cigarette adapter. Parents state they would hit power button several times before units would restart. No audible alarms were noted. Accessories: hme and 02 source (tank). No patient harm.